Manufacturer narrative:
A philips remote service engineer (rse) assisted the customer remotely. The infrastructure is operating under software a.02.16, which is no longer supported. The customer is aware of this. The piic ix and the ix server have been reinstalled, however this is not successful in permanently resolving the issue. There are still intermittent functionality issues for users. Restarting piic ix services only leads to short-term resolution. The customer was previously advised to upgrade the infrastructure to a currently supported software version to resolve this problem. To date the customer has not updated the software version.

Event description:
It was reported when there is an alarm in a room, the bedside intervention does not work. It is unknown if the device was in clinical use at the time of the event. No adverse event or patient harm was reported.